Manufacturer narrative:
D9- yes h2- device evaluation the reported issue for seroma cannot be confirmed through product analysis testing. The returned ipg successfully communicated with all lab utilities, passed all tests on the ate (automated test equipment) and there were no anomalies identified that would have existed prior to explant that could have contributed to the alleged issue. Testing on the ate was performed for battery warranty purpose.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at the lead site. Surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered that the patient had a seroma at the ipg site as well. The system was explanted, and antibiotics were administered to the wound sites.